Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to shortcut of charged coupled device cable, an image noise occurred with no image during angulation in up/down direction. The circuit board unit in suction-connector was dirty, due to water leakage. The plug unit was dirty due to water leakage. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: full address- (B)(6).

Event description:
The customer reported to olympus, the bronchovideoscope had a black image. The issue was found in the middle of a diagnostic bronchoscopy. The procedure was delayed by about 5 minutes, with the patient under sedation and was completed with another scope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was caused by a faulty charged coupled device cable. The event can be detected and prevented by following the instructions for use: "operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.